Event description:
Routine complaint investigation when a consumer reported receiving imprecise successive readings on a precision qid glucose meter. These results, when plotted on a parkes error grid, fell into the "c: zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with the event.